Event description:
Device 1 of 4: ref MFR. Report# :1627487-2014-25297,1627487-2014-25298 and 1627487-2014-25299. The patient has two scs systems. The event is related to the system with two cervical leads and two thoracic leads (for bilateral leg). Additionally, the patient has two 3146 thoracic leads and two 3341 extensions with the same lot numbers. It was reported the patient is experiencing loss of stimulation with one of her scs systems. An sjm representative met with the patient for troubleshooting. Diagnostics revealed invalid contacts on each cervical lead and all invalid contacts for the two thoracic leads. Additionally, the physician thinks it may be the extensions. In turn, the patient will undergo surgical intervention to address the issue. Further information gathered revealed, the patient reported he had a fallen but does not think it is related to the stimulation issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.